Event description:
It was reported that a filter was difficult to deploy. When the doctor tried to deploy the filter, it became stuck in the sheath towards the tip. The filter was eventually deployed, however, three legs were crossed. There was no pt injury reported.

Manufacturer narrative:
The device history record were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Some, but not all of the components of the system were returned for evaluation. Returned were the pusher wire, the y-body, and the storage tube. The pusher wire was measured and found to be within specification. Neither the introducer sheath nor the filter were returned. Without all of the components of the system, the event could not be reproduced. The results of the investigation are inconclusive and the root cause is unk. The information for use this device states: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.